Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported when staff attached the syringe and pulled the plunger, blood splattered though the barrel. To aid in the investigation one empty sample with no packaging flow wrap or tip cap and one photo was provided for evaluation by our quality team. A visual inspection was performed with 30x magnification, and no defects or imperfections were observed. The photo provided shows an empty syringe with blood within the syringe rubber stopper ribs. It could be possible the customer is not using the product as intended. This unit is designed to push the plunger rod down to expel the solution. It is not designed to pull the plunger rod back. A device history record review was completed for provided material number 306547, lot 4058833. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received: material # 306547. Batch # 4058833. It was reported by customer that when staff attached syringe to cvc tego and pulled plunger, blood splattered though barrel toward staff. Verbatim: rcc received a complaint via email. Email(s) attached. Product: 306547, lot: 4058833, date of incident: (B)(6) 2024, patient/staff harm: no. Sample available: yes. Details: when staff attached syringe to cvc tego and pulled plunger, blood splattered though barrel toward staff.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 306547. Batch # 4058833. It was reported by customer that when staff attached syringe to cvc tego and pulled plunger, blood splattered though barrel toward staff. Verbatim: rcc received a complaint via email. Email(s) attached. Product: 306547, lot: 4058833, date of incident: (B)(6) 2024, patient/staff harm: no, sample available: yes. Details: when staff attached syringe to cvc tego and pulled plunger, blood splattered though barrel toward staff.